Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (600s mg/dl) and was currently 252 mg/dl. Insulin injections were administered. The cause of the high bg was not known. Upon follow up, the bg was reported to have stabilized.